Event description:
It was reported that during preventive maintenance performed by the getinge service territory manager (stm) the cardiosave intra-aortic balloon pump's lcd has defective area. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated data: b4, g3, g6, h1, h2,h11, d9.

Event description:
N/a

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h6 (type of investigation, investigation findings, component codes and investigation conclusions), h11. A getinge field service engineer (fse) replaced the lcd screen assembly (0160-00-0127). Verified unit calibrated and passes all functional and safety tests per factory specifications. The failure analysis and testing dept. Received the following parts part number 0012-00-1558_e serial number (B)(6) howdy cable. Part number 0160-00-0127 serial number (B)(6) top lcd display with a reported unit failure of defective top lcd. The fat dept. Performed a visual inspection of the parts received and found that top lcd has a scratch on the top right corner. The failure analysis and testing department installed pn 0012-00-1558_e sn (B)(6) howdy cable. Pn 0160-00-012 sn (B)(6) top lcd display. In the cardiosave test fixture serial number (B)(6), then tested jointly and separately to factory specifications per cardiosave service manual number 0070-00-0639 revision r. The top lcd screen has a dark spot in the top left corner, as well as horizontal and vertical white lines. The failure analysis and testing department was able to verify the failure of defective top lcd screen. Retaining the parts in the fat department per procedure (B)(6) rev at.